Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced left-sided capsular contracture (grade unknown) and rupture, and right-sided breast pain postoperatively. The patient¿s left breast was higher and smaller, and the change was very noticeable. In addition, the patient experienced occasional bilateral breast pain, but more on the left side. Due to left-sided breast deformity and bilateral breast pain, the patient underwent removal and replacement with unspecified non-mentor breast implants on (B)(6) 2020. Upon explantation, the left-sided device was found to be rupture. This report is for the right-sided prosthesis.